Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/06/2016 with the following findings: during investigation, the pump powered on and the display was found to be dim and discolored. Unrelated to the complaint, the audio bolus button cover was punctured, however, the audio bolus button responded to user input. Also unrelated to the complaint, a crack in the case was observed between the case seal and corner of the display lens.

Manufacturer narrative:
Follow-up #2 date of submission 03/13/2017 - correction to serial #.